Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x40, 40cm gladiator balloon catheter was selected for use. However, when the physician was flushing the balloon outside the patient's body, a pinhole was noticed on the balloon. The balloon could not inflate and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
D4. Lot number corrected from 0025474993 to 0025216799. D4. Expiration date corrected from 04/27/2023 to 02/15/2023. H4. Device manufacture date corrected from 04/27/2020 to 02/16/2020. Device evaluated by MFR.: a gladiator 5 x 40, 24atm, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximally of the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified a shaft kink 65mm distal from the distal end of the strain relief. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x40, 40cm gladiator balloon catheter was selected for use. However, when the physician was flushing the balloon outside the patient's body, a pinhole was noticed on the balloon. The balloon could not inflate and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.